Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 06/07/06 pt #1, inratio = 3.1, lab = 1.2 (next day), date: 06/07/06 pt #2, inratio = 1.2, lab = 3.0 (next day), date: 06/07/2006 pt #3 inratio = 1.7, lab = 1.8 (next day).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 06/07/06 pt #1, inratio=3.1, lab=1.2(next day, mean=2.15, confidence limits=1.4-3.1; date: 06/07/06 pt#2, inratio=1.2, lab=3.0(next day), mean=2.1, confidence limits= 1.4-3.1, date: 06/07/06 pt#3, inratio=1.7, lab=1.8(next day), mean=1.75, confidence limits=1.2-2.3 per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The time interval between inratio and lab greater than 3 hours. Per tr 0150, the readings were considered invalid.